Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. There is no reported pump malfunction and the patient's father stated that the pt was experiencing a viral infection. The pt has continued to use the pump with no reported subsequent events. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. In the event that the device is returned, a supplement will be submitted with results of any analysis. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.